Event description:
The customer stated that she tested her blood glucose and received a reading of "hi". While troubleshooting, she performed control tests and received a result of 187 and 207 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.